Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: sc-2218-50, model: sc-2218-50, serial: (B)(4), batch: 7087037/7087057.

Event description:
It was reported that the patient was experiencing discomfort. The patient underwent an ipg and leads explant procedure and was doing well postoperatively. The explanted device components were retained by the medical facility and will not be returned.